Event description:
The lay user/patient contacted lifescan alleging the meter has results in the memory from tests that were not performed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.